Event description:
A report was received that the patient underwent an explant procedure initially due to a suspected infection at the pocket site. Symptoms were some discoloration and oozing in one spot. During the procedure, when the physician opened the site, there was no sign of infection but rather an unsuitable reaction to the device. The physician decided to explant the system as a precautionary measure and the patient was placed on antibiotics.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.